Event description:
A report was received that the patient is experiencing charging difficulty. The patient underwent a pocket revision as the ipg was implanted too deep and the patient has lost weight, no device related. The patient is doing well following the pocket revision.